Manufacturer narrative:
During the onsite investigation, the territory manager (tm) duplicated the error message by slowly releasing the footswitch during a test treatment and determined that normal operation of the footswitch doesn't produce the error message. The tm instructed the surgeon to stay completely on the footswitch. The tm then performed a system verification to specification. A review of the logfile for the time of this patient's surgery confirmed the error message as reported and showed the procedure was interrupted at 50% completion. A definitive root cause has not been identified. (B)(4).

Event description:
A laser technician reported a secondary energy out of range message at 54% completion, on the left eye of a patient. The message could not be cleared and the procedure was aborted. There has been no response to requests for additional information.